Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the atrial bipolar lead impedance was 190 ohms. Capture thresholds were up to 1.8 v from 1.3 v. The lead will be monitored.